Event description:
A surgeon reported that approx one year following bilateral intraocular lens (iol) implant surgeries, the pt's ucva was noted to be 20/50 and bcva 20/40. He has performed a yag laser procedure in the right eye. The surgeon reported he has noticed posterior capsule opacification (pco) in the left eye, but was not going to perform a yag laser for that eye since this did not help the right eye. The surgeon reported the pt has a history of dry eyes and meibomian gland disease which he has been treating aggressively. The surgeon is unsure why the pt's vision is not better. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Not enough info was provided from the account to properly complete an investigation. Add'l info was requested on 05/24/2012 and 06/05/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).